Event description:
100 mm lag screw was inserted with new omega plus instrumentation. Surgeon tried to insert sideplate over lag screw, but it would not advance. Surgeon removed lag screw and then manually tried to advance side plate over lag screw and it still would not advance. Surgeon then had me open a 90 mm lag screw and side plate fit over this lag screw fine without any problem. Therefore, surgeon felt the initial 100 mm lag screw was defective. There was no adverse consequence for the pt or delay in surgery or anesthesia time.